Event description:
Customer reported going into a coma at the time of using the device. Customer stated not recalling any of the events of the day. Customer woke up in ICU. Customer was unable to recall treatment provided. Customer indicated receiving many hi readings with the device. A request was made for return product and replacement product was sent.